Event description:
The doctor was unable to insert the iab into the sheath. The iab stopped in the sheath during insertion. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 2/9/98. Pt's current status: unk - rpt'd 2/9/98.